Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the generator did not boot up. It was not reported how the case was completed. There was no patient consequence. The unit was returned to the international service center.

Manufacturer narrative:
Date sent: 10/30/2007. Evaluation summary: the analysis site confirmed the customer complaint. The main pcb board was replaced to correct the issue. After servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.